Event description:
Overdelivery reported. The pump was set up at 10:30am to infuse d5.45ns at 100ml/h with a volume to be infused (vtbi) of 1000ml. At approximately 2pm, the total volume delivered read 374ml and the total was cleared by an rn. At 2:30pm, the total volume delivered read 55.1ml and the volume to be infused read 672ml; however, the intravenous container had only approximately 100ml remaining. The pt did not experience any adverse effects. Nursing assessment prior to the event indicated the pt had bibasilar rales with expiratory wheezes. No clinical change was noted after the reported event. No additional info was available.